Event description:
The customer reported device software fault object 13-1033-149 task code 0x0ef906f8. There was no patient involvement.

Manufacturer narrative:
A review of the complaint history record was performed for the sn (B)(6) which confirmed/did not confirm similar complaints with the same or related failure mode for this customer. Based on the findings, service determined that the probable root cause of the reported issue was due to software issue of the software device (error code: 13.1033.149). A review of the device history record showed the device had a manufacture date of 04apr2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was involved in a production failure which correlates to the customer reported issue.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they flashed software for communication error 13.1033.149. Replaced third party parts door latch assy, right side iui connector assy. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 04apr2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the probable root cause of the reported issue was due to software issue of the software device (error code: 13.1033.149) during servicing we identified os interrupt which constitutes a reportable malfunction. There was no patient involvement. "¿review of the pump module error logs confirmed the software failure was present in the logs. ¿reflash of the device software and subsequent functional testing the pump module functioned properly with no further software failures occurring. This failure mode is being monitored through previously investigated complaint os interrupt motor stall dir 10000364516)." A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which confirmed/did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported device software fault object 13-1033-149 task code 0x0ef906f8. There was no patient involvement.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
The customer reported device software fault object 13-1033-149 task code (B)(4). There was no patient involvement.

Event description:
The customer reported device software fault object 13-1033-149 task code 0x0ef906f8. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. H3 other text : the affected device has been received and an evaluation is pending.